Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis nurse reported a potential overfill event. The nurse reported the patient was in a hospital facility for an unrelated event and was sedated at the time of treatment. During drain 3 of 6 the nurse noted the patient had fibrin in his effluent. During cycle 3 the patient filled with 2002 ml had a dwell of 73 minutes and then drained 5866 ml. The nurse then disconnected the patient, flushed the catheter for the fibrin then continued treatment. The remaining treatment proceeded normally. As the patient was sedated there was no indication of discomfort. There was no adverse event attributed to the overfill event. The cycler was replaced. The reported large drain of 5866 ml was 293% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
Additional information: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and voltage check testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.